Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The communication cable between the gas inlet valve and the control board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.